Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed with tandem technical support when customer declined to finish troubleshooting. Customer's blood glucose was 131mg/dl at the time of event. No additional information was provided.